Manufacturer narrative:
Subject device is not available.

Event description:
The patient underwent thrombectomy procedure of the right internal carotid artery (ica) achieving a thrombolysis in cerebral infarction (tci) of 2a. During the procedure, it was reported that bleeding occurred; however, treatment was not administered because the bleeding was not serious. The physician indicated that the bleeding occurred due to recanalization. The patient was reported to be recovering. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent thrombectomy procedure of the right internal carotid artery (ica) achieving a thrombolysis in cerebral infarction (tci) of 2a. During the procedure, it was reported that bleeding occurred; however, treatment was not administered because the bleeding was not serious. The physician indicated that the bleeding occurred due to recanalization. The patient was reported to be recovering. No further information is available.